Manufacturer narrative:
Unit passed the displacement test. Unit had label damage, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. The unit p-cap, test reservoir locks in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.